Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified iliac, superficial femoral and below the knee artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon tenth inflation at 12atm for 10 seconds approaching the area of severe calcification. The balloon was removed without problem. The procedure was completed with a different device. No patient complications were reported.